Manufacturer narrative:
The hospital did not return the complaint sample to the manufacturer for analysis. The hospital did not provide a lot number of the affected device.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The chief perfusionist reported an issue encountered with the mps delivery set. He stated they experienced a cassette leak while on pump this morning. He said the leak point was close to the blood source tubing insert. Another alleged defect was mentioned (and was captured in a second complaint). The arterial line pressure was reported by the perfusionist as less than 200mmhg. No patient information or device lot information was provided. There were no patient complications reported as a result of the alleged event. It is unknown if the device will be returned to the manufacturer for analysis.